Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 600 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer decline a system check for the pump and supplies and continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.